Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. The device was returned and the reported fracture was confirmed. Visual evaluation of the as returned product identified fracture around the top of the device. Based on the evaluation, device malfunction has occurred. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable events or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the device was within specifications and conforming when it left zimmer biomet. DHR review could not be performed since the lot number was unknown. A complaint history review by item number was conducted for the hx3.0d dating back to 12 months from now for similar complaints. However, the complaint history review revealed that there are no existing non-conformances / CAPA / hhe/d/ie / product holds for the reported product for similar events (complaint category keyword: functional: fracture & does not assemble). Functional testing was not performed due to the nature of the devices and event. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, the most likely cause to the reported events is excessive torque, mishandling or overuse. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Lot number unknown / not provided. Concomitant medical products: irsr172, implant removal screw replacement no. 1-72unf, 2 ea, lot# unknown. Fax number and last/given name unknown / not provided. Location of device is unknown.

Event description:
It was reported that in the process of removing the implant, the tip of the insertion drill broke off. During the same procedure, the fixture remover screw from the implant removal kit would not engage with the driver. The procedure was completed with another device.

Event description:
Customer provided the item number for the drill.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. The following sections are being reported: b4: date of this report was updated. D4: catalog number was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.